Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had intermittently experienced elevated blood glucose (bg value not provided). The customer declined to provide further information.